Manufacturer narrative:
The device availability was inadvertently documented as oct 26, 2017 in the initial report. The date returned to manufacturer was corrected to nov 15, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the housing was cracked and broken and there were loose parts in the charger. It was further determined that the device failed pretest for software revision and general condition. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the universal battery charger device had a loose part inside. It was further determined that there was a smell of something burning inside the unit when the power was on. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.